Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Leaking and unstable syringe and equipment connections. Additional information received on 29 may 2025. I would like to inform you that the complaint regarding disposable 3-way stopcocks with luer lock (lot: 22369111) was specific to a certain sector (chemotherapy), in which the material was collected and sent to other sectors that did not report a complaint. As a result, we disposed of the batch and no longer have any stock. We have indicated that the complaint has been concluded.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.